Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, 90% stenosed, eccentric mid right coronary artery. After pre-dilatation, a non-abbott stent was deployed. The trek was used for post-dilatation when the balloon ruptured at 12 atmospheres during the third inflation. The procedure was successfully completed with a non-abbott balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.